Event description:
Customer called to report a damaged transmitter on the insulin pump. Customer also reported led and sensor anomalies. Customer's blood glucose levels were not included in the report. Customer stated that they were not connected to the sensor and caused low blood glucose. Customer's blood glucose levels ranged from 25 to 235 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).